Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds measurements. Additional information indicated that the lead impedance measurement had been rising for the last year around 1,200 ohms. A new lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.